Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer made a noise on start-up and it was noted that the system fan was noisy. It was noted that the stylus tip was loose and malfunctioned. It was also noted that there were broken tabs on power cord bay door. It was further noted that the lower bullet and hinge plate screws were missing. Furthermore it was noted that the lower case feet were worn. The hard drive was reconfigured and the programmer software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned to service for repair and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement reported.